Event description:
A report was received that the patient had difficulty charging the ipg. The patient tried the belt as well as the double stick tape and unfortunately the patient was unable to charge the device. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the physician does not suspect device malfunction and preferred to replace the device because patient was unable to maintain ipg charging.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient tried the belt as well as the double stick tape and unfortunately the patient was unable to charge the device. The patient will undergo ipg replacement.